Event description:
Patient had a tracheostomy and had a bivona silicone tracheostomy tube without the inner cannula in place. Patient developed respiratory distress and the distress was not relieved by suctioning or respiratory treatment. The trach tube was removed/changed and this resolved patient's respiratory distress. The bivona trach had a large mucus plug which had caused patient's respiratory distress.pulmonary services staff were using the bivona silicone trach because it was thought that secretions would not stick to the silicone surface. A mucus plug was able to form in this silicone coated trach.